Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual-heated evaqua2 breathing circuit, was found cracked prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section d4: the lot number and device identification details could not be confirmed. Method: the subject mr290v vented autofeed humidification chamber supplied with an rt266 breathing circuit was requested to be returned for evaluation, however the healthcare facility confirmed it could not be returned. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: review of the provided photograph confirmed presence of a crack at one of the chamber ports. Furthermore, a white stress mark was observed at the start of the crack. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the observed crack. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions for the rt266 breathing circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.